Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: not observed. Additional observations: deformation and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side exchange of textured devices due to their concern with product. Healthcare professional later reported "possible rupture". The device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/06/2024.

Event description:
Patient reported left side exchange of textured devices due to patient's concern with product. Healthcare professional later reported "possible rupture". Device explanted.

Event description:
Patient reported left side exchange of textured devices due to their concern with product. Healthcare professional later reported "possible rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "possible rupture".